Event description:
It was reported that the rv lead impedance measurements has increased via review of merlin.net transmission. All other electrical measurements were in range. Performing isometrics, pocket manipulation and positional testing were suggested and also, monitor patient.

Manufacturer narrative:
No medwatch form was received.